Manufacturer narrative:
UDI: (B)(4). The event/therapy occurred on an unspecified date in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. There was patient involvement. The patient was able to perform initial drain and fill, but then was not able to move any further. The patient did prime the set correctly and no other issues were noted. The nurse stated that when following up with the patient a report of air in line was a mentioned as a potential cause for this event. There was no damage noted on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing was performed including leak testing, clear passage test, clamp function test and device-device interaction testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.